Event description:
It was reported that the patient presented in the emergency room with fluttering sensations in the chest. It was noted that the right atrial (ra) and the right ventricular (rv) leads exhibited loss of capture and loss of sensing. Chest x-ray confirmed that the ra and rv leads were dislodged and no longer attached to cardiac tissue. The ra and the rv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.